Manufacturer narrative:
The reported complaint of a leaking quattro catheter (lot #142628) was confirmed during function testing. Customer reported pinhole leak was not observed, however, a bond leak was observed at proximal end of medial 1 balloon during pressure leak test. The probable cause of the reported issue was due to a latent defect. No physical damaged observed on the returned catheter during visual inspection. Blood residue on the balloons and on medial luer tubing were observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. In addition, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at proximal end of medial 1 balloon. Thus, confirming the reported complaint. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 142628.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the normal saline (ns) bag has emptied and noticed moisture around the insertion site and patient's gown. The quattro catheter (lot number unknown) was placed into the patient's right groin. Catheter dwell time was 48 hrs. A new catheter was used and ns bag was replaced to continue with ivtm therapy. A pinhole leak was noticed on the catheter balloon. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.